Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Eri (elective replacement indicator) flag was no, indicating that the generator was not nearing end of service. Physician plans to take x-rays to confirm proper lead connection to generator. Attempts to obtain additional information have been unsuccessful to date.